Manufacturer narrative:
Per -4039 final report it was reported that this event led to a surgical delay of approximately 20 minutes but there was no impact to the patient and the broken part of the plastic was retrieved. Nothing was left in the patient wound. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Review of the returned instrument confirmed the reported failure mode. This device has been in use in the field for over 4 years at the time of the reported event and thus the failure may be attributable to wear and tear through repeated use and re-processing. This is the only report that corin has received for this failure mode with the trinity pe liner trials and thus this case is considered as isolated and will now be closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
One of the scalloped edges of a trinity pe liner trial broke off whilst trialing. The broken part of the plastic was retrieved and not left in the patient wound.

Manufacturer narrative:
Per -(B)(4) initial report. It was reported that this event led to a surgical delay of approximately 20 minutes but there was no impact to the patient. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. The affected device is being returned to corin and will be reviewed. Details of this review will be provided in a supplemental report upon completion of the investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
One of the scalloped edges of a trinity pe liner trial broke off whilst trialing. It is unknown at this stage whether or not the broken piece of plastic was retrieved.